Event description:
It was reported via repair work order that the siderail was not locking in up position due to malfunction siderail latch. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the siderail was not locking in up position due to a bent timing link. It was further reported that the lift was stuck in trend due to a damaged sensor coil cable and damaged motion interrupt lift sensor cable. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was initially reported that the siderail was not locking in the up position due to malfunction siderail latch. Follow-up submitted as further investigation determined the siderail would not lock in the up position due to a bent timing link. It was also determined that the lift was stuck in trend due to a damaged sensor coil cable and damaged motion interrupt lift sensor cable.